Event description:
It was reported that a patient who had an initial right shoulder implanted in march of 2020, underwent a revision procedure approximately 3 years 7 months post the initial procedure. The patient had presented to the surgeon with a sore shoulder. During the revision procedure, the stem was found to be loosening. The surgeon removed the humeral stem and replaced it with a cemented stem. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event. No x-rays were able to be obtained. The explanted device is not available for analysis as it was discarded by the customer. Device images were provided.

Manufacturer narrative:
D10: concomitants: 5637620 321-20-00 - equinoxe reverse shoulder drill kit 6467533 320-42-00 - equinoxe reverse 42mm humeral liner +0 6480456 315-35-00 - glnd kwire 6481332 315-35-00 - glnd kwire 6498150 320-15-01 - eq rev glenoid plate 6541859 320-15-05 - eq rev locking screw 6578164 320-10-00 - equinoxe reverse tray adapter plate tray +0 6627567 320-01-42 - equinoxe reverse 42mm glenosphere 6648322 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm 6689010 320-20-00 - eq reverse torque defining screw kit s079249 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm s082314 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm s083976 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm.

Manufacturer narrative:
Correction h6: health effect-clinical code. Additional information: h3: the revision reported was likely the result of an insufficient bond between the humeral stem and the bone, which led to aseptic (non-infected) humeral loosening. However, this cannot be confirmed as the devices were not returned for evaluation and radiographs were not provided. H6: component code, investigation codes.